Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false downstream occlusion alarms . There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed and confirmed multiple events of downstream occlusion however the log cannot be used to distinguish between true and false alarms.. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The downstream occlusion was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.